Event description:
It was reported via repair work order that the casters were not locking when brakes engaged due to worn caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.